Event description:
The customer reported that the device jaws could not be re-opened while applied on uterine tissue during an laparoscopic vaginal-assisted hysterectomy. The site contact was not able to provide info regarding how the instrument was removed from the pt's tissue. There was no pt injury. The surgeon opened another instrument and completed the procedure with no further difficulties.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.